Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of an incomplete prime. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. The patient pressed go and the initial drain started. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding assistance with an incomplete prime that occurred on the home choice (hc) unit during prime. The hp stated he wanted to reprime the patient line. The hp pressed go and the initial drain (I-drain) started. The hp was not connected to the patient line. The technical service representative (tsr) explained the issue with starting the I-drain without being connected, that unsterile air had entered into the set and the hp could have a risk of contamination. The tsr assisted the hp to end therapy and start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.